Event description:
A physician reported a pt who was treated in the upper and lower vermilion borders and the lips on 6-16 1997. She immediately noted swelling at the injection sites which spontaneously resolved in about 2 days; when the swelling resolved, she noted lumps at the treatment sites. The pt returned to the office (date unk) and the physician observed some irregularity at the injected sites without redness. The pt described her lips as lumpy; the lumps were visible on the upper lip and only visible on the lower lip if you looked inside the mouth. The pt stated that her lips were sore to the touch and intermittently swollen. The injecting physician believed the symptoms were due to the collagen being visible under the skin and did not believe the pt was experienceing a hypersensitivity. The physician prescribed a medrol dose pack, exact date unk. The pt alleged a flare in her pre-existing pain of her neck, knees and elbows, onset approx early 7/1997. She alleged a "fire" quality to the pain which she had not experienced before. On 9-9 1997, the pt noted swelling at one portion of the upper lip injection site. The lump at the bottom lip became tender. Another plastic surgeon, name refused, saw the pt in consultation; he believed the symptoms looked like a hypersensitivity. No med or surgical intervention was prescribed. A general practitioner prescribed oral benadryl, motrin, and robaxin for the joint pain. He believed the multiple aches and pains could be related to the collagen, as they were worse after the injection. A second general practitioner believed the pt had degenerative arthritis. On 9-18 1997, the pt reported that her entire face and head hurt, and she felt unwell, and alleged continued burning pain in her elbows and knees. The joints were not hot to the touch and did not look inflamed. The lump on her upper lip began draining pus. The bottom lip remained tender. The date, she saw an allergist who did not believe her symptoms were related to collagen treatment due to the time lapse between the treatmend date and the abcess formation. He prescribed oral cephalexin. He was not sure whether the systemic symptoms were related to collagen, and deferred to the opinion of the consulting rheumatologist.